Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low blood glucose (bg) level of 52 mg/dl was experienced. Customer could not confirm the cause of low bg. Glucose tablets were consumed to address bg. Recommendation was made to consult a healthcare provider regarding diabetes management.